Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The part was installed on a system, and it powered on with no errors or faults. Instruments were installed and during a test drive there were no errors of failure. The system was power cycled and driven several times with no failures. The unit passed fiber power, sine cycle, strength check, insertion high and low speed, friction, and yaw and pitch verify encoder tests on the patient side cart (psc) fixture test platform (pftp). The logs were reviewed and identified errors 23138 (motor hall edge-to-edge check) and 32098 (arm fault reaction logic was hit because of a brushless motor control error) occurred in the field. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. While a definitive root cause could not be determined as failure analysis could not replicate the reported issue, the investigation findings indicate the axes controller arm (aca) is a potential cause of the event. This issue can be resolved by fse replacement of the part.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered error 32098 on universal surgical manipulator (usm) 3 when trying to dock. The procedure was converted to lap with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.